Event description:
It was reported that a clearlink system - non-dehp solution set leaked under the drip chamber where the tubing connects to the chamber. The issue was identified during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The user facility submitted medwatch mw5113721 for this event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.